Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose and high pressure test was failed. The customer blood glucose level was 300 mg/dl at the time of incident and the other blood glucose of the customer was over 300 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether the customer was using the auto-mode feature. Customer assisted with performing the high pressure test and test results was the insulin pump suddenly restarted and gave multiple insulin pump errors. Customer repeated high pressure test and test results was restarted and gave multiple insulin pump errors with the insulin flow blocked alarm showing on the screen. Customer was able to clear the alarms and able to complete rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08685 inches. No absence of insulin flow blocked alarm noted. The insulin flow blocked alarm functioning properly. No unexpected occlusions or insulin flow blocked alarm during testing noted. However, pump error 53 alarm and pump error 4 alarm found in the insulin pump history due to software error.